Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 200 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal insulin, customer blood glucose (bg) level decreased to 20 mg/dl. Customer required paramedic assistance and was treated with intravenous glucose and was transported to the emergency room (ER). Customer was treated with intravenous fluids of saline and released from the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.